Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are "slow leak" and concern with the product.

Event description:
Patient reported left side "slow leak" and "a little on edge" and "concerned" with the product. Device remains implanted.